Manufacturer narrative:
Follow-up 8/17/2016: the customer reported that the pump battery gauge depleted from 100% to 55%. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depletes within 3 days of use. There was no impact to the customer's blood glucose level due to this event; however the customer reported an unrelated blood glucose level of 302 (mg/dl). A bolus was delivered to address bg levels. System check to troubleshoot elevated bg levels indicated the pump was performing as expected. Recommendation was made to consult with a health care provider to discuss diabetes management.